Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer had checked the station; however, there was no failure. The engineer powered down the station, removed the back panel, and took out all of the drawer backings. An fse reset all row board cables, reconnected them all back and put the back of the drawers on. The bus connectors were connected, the back panel was locked, and the station was powered up. The station started without any failure, and the customer tested the drawer functions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed continuously. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.